Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific prescription form was received for the patient's left distal femur, with reason for primary surgery noted: " osteosarcoma" and reason for revision noted: "max extension and stem revision." Other notes state: "revision of a maxed out distal femoral resection with femoral stem revision."